Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted on its own. All of the alarms went off, and then stopped. Everything seemed to be in good working order after the system reboot. Nihon kohden advised the biomedical engineer that it could have been a power glitch from the power supply, so he will consider ordering a backup power supply. He will monitor the device going forward. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) rebooted on its own. All of the alarms went off, and then stopped.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) rebooted on its own. All of the alarms went off, and then stopped. Everything seemed to be in good working order after the system reboot. Nihon kohden advised the biomedical engineer that it could have been a power glitch from the power supply, so he will consider ordering a backup power supply. He will monitor the device going forward. The issue related to this complaint was resolved. The customer will call back if further troubleshooting is required. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.